Event description:
Boston scientific received information that this tachy device and right ventricular (rv) lead system displayed high out of range (oor) shocking impedance measurements. Boston scientific technical services (ts) discussed that a fractured lead tends to look more like a step function change and gradual rise seems to be an indicative of medications - electrolyte changes or calcification. Additional information received that the cause was not determined and lead fracture was not confirmed. Further, a lead replacement will be scheduled. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.